Event description:
Email received from customer that "I have two more tubing sets to go back." Completed balloon segment questionaire received. Normal saline at 250 ml/hr had been infusing for 3 hours into a PICC line. The IV set had been in use for 1 day. No IV push medications or flushes were ordered or given. The pump module alarmed for air-in-line. No add'l info received. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.